Event description:
It was reported that indeflator was connected to a non-abbott balloon and when the device was disconnect to connect the unspecified stent delivery system, it began to leak. The attempt was made to inflate the delivery system; however, the indeflator was not increasing in pressure and the connection became loose at 8-9 atmospheres. It was noted the indeflator was not staying connected to the stent hub and fluid was noted to leak at the connection [luer lock]. The procedure was completed with the same indeflator, as the physician was able to hold the device together manually and complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, it was noted that indeflator could not connect properly to the stent hub and the leak was noted at the connection site. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no. H6 correction: medical device problem code 1354 removed.